Event description:
It was reported that the patient was admitted with recurrent low flow alarms. Log files were submitted for review. The log files captured on multiple low flow events on (B)(6) 2024 and (B)(6) 2024. The patient was suspected of having outflow graft occlusion caused by extrinsic outflow graft obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flows caused by hypertension. The log files captured on multiple low flow events on (B)(6) 2024 and (B)(6) 2024. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm. Some of the low flow events were not sustained for long enough to activate the audible alarm. Low flow software upgrade resolved the alarms. The patient was stable at home without related symptoms.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported low flow alarms were confirmed based on review of the submitted log files. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with recurrent low flow alarms. Log files were submitted for review. The log files captured on multiple low flow events on (B)(6) 2024 and (B)(6) 2024. Some of the low flow events were not sustained for long enough to activate the audible alarm. The flows appeared to be normal on (B)(6) 2024. The patient was suspected of having an outflow graft occlusion caused by extrinsic outflow graft obstruction (eogo). A low flow software upgrade was requested. Additional information reported that updated imaging was reviewed by the patient¿s surgeon, and eogo was not confirmed. The low flow alarms were determined to be due to hypertension. The alarms resolved following the low flow software upgrade. The patient was stable at home.